Event description:
Customer called stating her switch sparked on her.

Manufacturer narrative:
Upon inspection the pad was tested but sparking issue could not be duplicated. However, it is noted that the spring on the switch was broken which may have caused a spark.